Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient was having a revision done on (B)(6) 2014 to move the pump from the buttock to the abdomen. The reporter wanted to confirm the new catheter volume. The pump was delivering morphine. Additional information reported the patient's pump was hitting their iliac crest and caused discomfort when sitting as the pump was implanted in the buttock region. The pump was revised for abdominal placement to resolve discomfort from the pump resting on/near the bone when the patient was sitting. The pocket /catheter revisions were not based on concerns with the pump function, only placement. Pump telemetry was performed and the device was functioning as expected with no warnings. Surgically, the physician opened the buttock pocket and removed the pump. The old catheter was disconnected and created a new abdominal pocket laterally to the navel and distal to the bottom rib by approximately four inches. The physician then tunneled the 8784 from the abdominal pocket to the buttock pocket. The old sutureless connector was cut and attached to the pump segment revision kit using the new collet. The revised catheter was reconnected to the existing pump. Cerebrospinal fluid (csf) was then aspirated via the catheter access port (cap) on the pump to demonstrate catheter patency. The physician then closed the buttock and abdominal pockets and programmed a priming bonus for the catheter only. The patient was doing well in the post anesthesia care unit (pacu).